Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 88% stenosed, 37x3.0mm, eccentric and the de novo target lesion containing a lesion bend of between >45 and <90 degree was located in the non-tortuous and severely calcified ostial of the mid to distal right coronary artery (rca). Predilation was performed with a 15x3.0mm nc emerge balloon catheter, leaving 80% residual stenosis in the lesion. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.